Event description:
It has been reported to us that the balloon catheter became locked up on the guide wire in the distal portion of the catheter and there was difficulty to pass it by the guide wire, without success of the angioplasty and the 0.014 guide wire was lost. Another 3.0x150 balloon was used with success.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.